Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 244 mg/dl.